Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity appearing to be lower than expected or to be lower than expected.

Event description:
It was reported that the patient with this pacemaker device experienced rapid heart rates when walking. The patient was seen at the clinic for follow-up visit and noted normal breathing. There was sudden sensor driven pacing at 140 per min and minute ventilation (mv) signals were available. This device remains in service. No adverse patient effects were reported. Additional information received indicated that technical services (ts) saw noise on the ventricular channel. Ts recommended troubleshooting options and to check on any lead issue. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device experienced rapid heart rates when walking. The patient was seen at the clinic for follow-up visit and noted normal breathing. There was sudden sensor driven pacing at 140 per min and minute ventilation (mv) signals were available. This device remains in service. No adverse patient effects were reported. Additional information received indicated that technical services (ts) saw noise on the ventricular channel. Ts recommended troubleshooting options and to check on any lead issue. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h11 - the device was not returned to the post market quality assurance laboratory. However, it was determined that the device's minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected.